Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was not removing the air from their cartridge during the loading sequence, which is considered off label use. The customer changed supplies and resumed insulin therapy. Although the caller reported more than one previous occlusion additional assistance was deemed unnecessary.